Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on an unspecified date was 334 mg/dl with extreme thirst, drowsiness, urination; blurred vision; nausea, and small ketone levels. It was reported the pump¿s time and date reset to default when the battery was removed from the pump for less than 24 hours. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged serious injury was attributed to a reported pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 03/25/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed evidence of a time and date reset upon a reboot. The total daily dose history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s time, date, and settings were reset when the battery was removed for 6 hours. Investigation revealed the internal clock battery on the printed circuit board had failed. Unrelated to the complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.